Event description:
It was reported that during the water vapor energy therapy procedure, the injection was performed on the right and left lobes twice and on the middle lobe once, without any bleeding. This procedure was completed without any malfunction or adverse events. Two days after the procedure, the patient was discharged from the hospital. On (B)(6) 2024, minor lower urinary tract symptoms (luts) were confirmed in the patient. No treatment was performed, but medication was administered.

Event description:
It was reported that during the water vapor energy therapy procedure, the injection was performed on the right and left lobes twice and on the middle lobe once, without any bleeding. This procedure was completed without any malfunction or adverse events. Two days after the procedure, the patient was discharged from the hospital. On (B)(6) 2024, minor lower urinary tract symptoms (luts) were confirmed in the patient. No treatment was performed, but medication was administered.